Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. The customer resumed insulin delivery but does have an alternate method of insulin therapy if needed.